Event description:
It was reported that the pulse generator could not be interrogated. The device was not pacing at the base rate of 70 pulses per minute (ppm), and the patient's intrinsic rhythm was 40 to 50 ppm. In 2008, measured data was 2.71 v, 14 ua and 8.6 kohms with an estimated longevity of six months. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.